Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump alerted the customer and no alert/ alarm or error was identified by customer or tandem technical support. Customer's blood glucose was 145 mg/dl. Customer continued to use pump for insulin therapy.